Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was reviewed and no non-conformances related to the reported event were noted. The getinge service territory manager (stm) observed bent pins on the power slot board. The stm replaced the defective power slot interface board, calibrated the iabp and then performed all functional and safety tests which passed to meet factory specifications, and the iabp was returned to the customer and cleared for clinical service. The failed oob part will be returned to the nrc for failure evaluation, and a supplemental report will be sent on completion of same. (B)(6).

Event description:
It was reported that during installation of a cardiosave intra-aortic balloon pump (iabp) by a getinge service territory manager (stm) that the power slot was bad; this is an out of box failure. There was no patient involvement; thus no adverse event was reported.

Event description:
It was reported that during installation of a cardiosave intra-aortic balloon pump (iabp) by a getinge service territory manager (stm) that the power slot was bad; this is an out of box failure. There was no patient involvement; thus no adverse event was reported.

Manufacturer narrative:
The suspected faulty oob power slot interface board was sent to getinge's national repair center (nrc) for evaluation. A senior repair technician inspected the power slot interface board and visual damage was observed to the connector of slot 2, which had two bent pins. The battery will not make proper connection in slot 2 with these two bent pins. The national repair center verified the failure of the power slot being bad. The power slot interface board failed inspection and is being retained in the national repair center per procedure.